Manufacturer narrative:
On 8-oct-2021, biosense webster inc. (Bwi) received additional information about the event. It was reported that there was no issue with the smartablate¿ system rf generator the when the ablation happened. Additionally, the product information for the generator was provided. As such, the information has also been updated under the concomitant product section from unk_smartablate generator to smartablate generator kit-ww. Note: field e1. Initial reporter first name and e1. Initial reporter last name have been populated with (B)(6) who was reported as the physician. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 25-nov-2021, case analysis was done of the carto®3 system data provided from the case to confirm findings and determine any potential failures in device or operation. No device failure was found from the carto®3 analysis. Esophageal injury is a known risk of rf ablation on the posterior wall. To reduce risk of esophageal injury while ablating on the posterior wall, users are instructed to reduce power force and duration of ablation. Additionally, we encourage users to use various methods of esophagus visualization. It is agreed that the cause of the event is procedure related. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4)

Manufacturer narrative:
Device investigation details: the device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30523251l number, and no internal action related to the complaint was found during the review. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a persistent atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered esophageal fistula requiring surgical intervention and prolonged hospitalization. After the atrial fibrillation ablation procedure which occurred on (B)(6) 2021, the patient did not experience a post-op device malfunction. The patient was later operated on for consequences of esophageal fistula. Surgical intervention was required on (B)(6) 2021 to put muscular flap between esophagus and atria. This adverse event was discovered post use of biosense webster products. The physician¿s opinion on the cause of this adverse event is that it was procedure related. The patient outcome was reported as improved. The patient required extended hospitalization 3 weeks later because of the adverse surgery + recovery. Force visualization features used included graph, dashboard, vector and visitag with the visitag module parameters for stability for range: 4mm, time: 4s, force over time (fot) of 70% and 8g, with the color options of time. Additional information received about the persistent atrial fibrillation (afib) ablation procedure indicated the ablation was performed by radiofrequency by disconnection of the 4 pulmonary veins. Firstly, the post-op follow up was simple. Observation after the procedure of a dilatation of the right cavities and rising of the filling pressure of the left ventricular without any apparent clinical sign on a probable insufficiency cardiac. Then, on (B)(6) 2021 in front of a dyspnea with sweating and notion of contagion by bronchitis in his wife, the patient consults his attending physician. No objectified fever, pcr covid test was negative and treatment with augmentin. On (B)(6) 2021, before the absence of improvement and the appearance of sweating, the patient is hospitalized. Report respiratory distress on passage to atrial fibrillation (af) in the context of sepsis without point of call clinical. A computed tomography (CT) scan finds infiltration of the periesophageal fat in its middle third and a pneumopericardium in favor of a fistula esopericardial post-ablation of af. Recovery in the operative room on (B)(6) 2021 by return to the operating room for left thoracotomy: visualization of an area burn between the left atrium (pulmonary vein lower left) and esophagus, without any large necrotic area, 5 mm perforation fixed by suture. Interposition of a flap intercostal between esophagus and left atrium.